Event description:
It was reported that a user experienced consistent high blood glucose after lunch while using the ilet system and had recently adjusted the cgm target to a lower setting only for the morning after consultation with clinical support, declining to extend the lower target across the day at that time. Symptoms included hyperglycemia. Outcomes included no alerts or alarms and no hospitalization. Troubleshooting and education were completed, and the user requested additional training on adjusting cgm targets throughout the day with a preference to reconnect with the prior educator. Investigation included customer interview and clinical support review. Investigation of this case revealed no device malfunction and no component failure, with the event attributed to therapy settings and user preference related to cgm target configuration. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user-managed settings and behavior. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.